Event description:
A healthcare provider (hcp) for a clinical study reported, via a manufacturing representative, that the neurostimulator was in overdischarge, noting the patient had not charged in a while as it was off a few months. The patient saw a psychologist the day prior and could not turn therapy on. No symptoms were associated with the event. There was an error message on the recharge but the error code was unknown. Indication for use included ¿deep brain stimulation ¿ other.¿ on (B)(6) 2016, it was noted that the wiring going to the recharger antenna on both rechargers was frayed. During the call, the patient was doing a physician recharge mode (prm) to address the overdischarge of both neurostimulators. It was noted that the frayed wiring was not an out of box failure. Again, not symptoms were associated with the event. Two cords were being sent to the patient. On the same day, the manufacturing representative reported the patient was seen the week prior and they could not interrogate the device. It was clarified that the error message was the communication screen to try and reposition antenna. During the appointment with the hcp on the day of the report, interrogation with the clinician programmer was unsuccessful but a second overdischarge reset was successful and the devices began to recharge. The device was recharged for an hour and then interrogated, noting a right neurostimulator error message of 0x3618 and a left error message of 0x8. The overdischarge and error message on the recharger had been resolved. Impedances all within normal limit except c<(>&<)>0 3473 both ran at 0.75 and 1.5 volts. Last recharging was on (B)(6) 2016. The device was reprogrammed and all impedances were within normal limits at 0.75 volts. See manufacturing report # 3004209178-2016-27331.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.